Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755 serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the recharger (serial# (B)(4)) found that the cable insulation was torn at the donut end and the recharger was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had been getting burnt by the recharger (rtm). The patient said the rtm had a frayed cord and the part of the rtm that was burning them was the "top of the donut shape where the wires hook in." The patient said now they had a quarter size burn mark with a "real bad" blister on their back side, noting that it was sore and red. The patient stated they turned off the ins 4 days ago in fear of the rtm burning them again. A replacement rtm was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the burning/blister/soreness had not resolved fully but it was reducing in size. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that the replacement recharger resolved the issues, but the battery site was still a little tender and sore. The patient has to sit where it burned. Also, it was noted that because the patient was diabetic, it was hard for them to heal.